Manufacturer narrative:
Device was returned to customer unrepaired due to customer declined service. Based on all available evidence and complaint investigations of a similar nature, an investigation determined sf180 was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
During resmed evaluation of an astral device, review of the device data logs revealed an error message (sf180) related to battery charger fault. There was no patient harm or serious injury reported as a result of this incident.